Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, there was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). As a result of component analysis, the foreign material was silicic acid (drug-derived, white), protein (human), and trace amounts of organic silicone (drug-derived), but olympus could not specify the root cause of the foreign material remained in the device from the obtained information. The event can be detected by following the instructions for use which state: instruction manual (disinfection/cleaning/sterilization section) states that cleaning method in chapter 5, endoscope reprocessing, ¿chapter 5, section 5, cleaning of external surfaces¿ and that the cleaning method. In addition, please read ¿chapter 1.4 general precautions warning¿ and ¿chapter 1.6 reprocessing and storage after use warning¿ in the disinfection/cleaning/sterilization section of the instruction manual. Also, please check the instruction manual for the dilution concentration of the chemical solution you are using. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited: foreign object inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.